Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that during placement into the pt's left wrist, the spring wire guide (swg) was difficult to remove; at which time the catheter was removed and then the swg. Once the swg was pulled back it appeared the core wire had fractured and the coiled outer wire became uncoiled, stretched and then fractured. The distal end became caught in the skin which required the physician to make the incision larger in order to remove the entire swg. It appeared the entire swg was removed from the pt. An x-ray was performed and showed no radiopaque foreign body. There was a 3 hour delay in treatment, no pt death and no pt complications were reported. The pt outcome is ok. Medications being given to pt, but not through device. Pt had received dilantin, valium, ativan, morphine, intubation medications (etomidate, lidocaine, rocuronium).